Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The reported complaint of "the thermogard ivtm system (serial # (B)(4)) displayed "m ID:09" (air trap assembly) error message" was confirmed based on the review of the event logs and during the functional testing. The root cause for the m ID:09 error message was due to a liquid found inside the air trap sensor and caused the air trap sensor to become defective. On 21 may 2022, the customer had reported a start-up kit (suk) leak and saline fluid likely spilled on the air trap sensor. During visual inspection, no physical damages were observed. The event log data was downloaded and noted several mid 09 (air trap assembly) error messages during the reported event date. Thus, confirming the reported complaint. The thermogard xp ivtm system failed the preliminary functional testing. The system displayed "m ID:09" (air trap assembly) error message, thus confirming the reported complaint. The root cause was due to a defective air trap sensor. The air trap sensor block with pc board was replaced to address the reported complaint. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
An ivtm therapy was successfully completed using the thermogard ivtm system (serial #(B)(4)) on the first patient with no issues. During ivtm therapy set-up for treating another patient, the thermogard ivtm system (serial # (B)(4)) displayed "m ID:09" (air trap assembly) error message. No patient involvement.